Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to FDA on 5/04/98).

Event description:
The iab leaked during insertion. The iab was removed and another iab was inserted. The iab was not returned to datascope for eval. [Event complications]: none from the event-reported 12/1/97. [Pt's current status]: ok-rpt'd 12/1/97.